Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the coating peeled off at the distal end bending section during inspection for use involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.